Manufacturer narrative:
Received one flotrac sensor without any components. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No visible damage or inconsistency was observed form the flotrac sensor. No error message was observed on the vigileo monitor and pressure monitor. The flotrac sensor, along with the dpt zeroed and sensed pressure accurately on the vigileo and pressure monitor respectively. Electrical testing showed that both input impedance and output impedance were within specifications. Zero-offset also met specifications.

Event description:
It was reported that the co value shown on the monitor was around 1.0l/min, while the expected value should have been between 3.0 to 5.0l/min. There was no problem zeroing before use. Both, the pressure value and the shape of the pressure waveform are unknown. There were no error messages displayed and no occlusions, kinks, nor leaks were observed. The kit was exchanged and the problem was resolved. The sample of tracing was not available. The patient was not treated based on the inaccurate value. There were no patient complications reported.